Event description:
It was reported that during a device change out due to eri, an insulation anomaly was noted on a previously capped lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.